Event description:
It was reported that post implant procedure, the implantable cardioverter defibrillator (ICD) exhibited episodes of crosstalk over-sensing. The ICD was reprogrammed. The patient was in stable condition.